Event description:
Customer's husband reported his wife (customer) passed away last february while she had been using a freestyle blood glucose meter. Caller further reported "she died of diabetes". He added he had just received the letter from fedex, regarding the adc recall, and added he "was glad adc sent him the letter because (he) was giving her too much insulin from what the meter is giving" (no readings were provided). Caller believed that based upon the picture of the meters in the letter his wife had been using an "affected" meter. No further information was provided by the customer as he disconnected the call.

Manufacturer narrative:
The original MDR erroneously contained the following statement: "there was no report of death or permanent injury associated with this event."

Manufacturer narrative:
This issue is being reported in relation to the adc field action. However, it should be noted the reported issue implies the customer was given too much insulin and is inconsistent with the potential clinical presentation associated with the recall. The (unspecified) meter and freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The test strip lot number is unknown; therefore the date of manufacture is unknown.

Event description:
Customer's husband reported his wife (customer) passed away last (B)(6) while she had been using a freestyle blood glucose meter. Caller further reported "she died of diabetes". He added he had just received the letter from (B)(6), regarding the adc recall, and added he "was glad adc sent him the letter because (he) was giving her too much insulin from what the meter is giving" (no readings were provided). Caller believed that based upon the picture of the meters in the letter his wife had been using an "affected" meter. No further information was provided by the customer as he disconnected the call. There was no report of death or permanent injury associated with this event.